Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and it was observed that the device failed cutter insertion test due to worn out bearings and the neuro-tip leg had been drilled into. It was also observed that the bearings were worn out and loose creating a situation where the cutter is not able to be inserted. This is because the bearings are no longer in axial alignment not allowing the cutter to pass through. This was due to worn out bearings which is normal wear from use and servicing. The root cause for the drilled neuro-tip leg is due to excessive lateral force be placed on the device causing the drill to flex and come into contact with the neuro-tip leg, damage caused by user error. Therefore, the reported condition was confirmed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the attachment device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device tip was bent, failed cutter insertion and the bearings were worn. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.